Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-14150. It was reported the patient experienced ineffective stimulation. As a result surgical intervention was undertaken during which the entire system was explanted. Surgical intervention addressed the issue.